Event description:
Report received of a clave port that was leaking blood. A patient was receiving an IV of unspecified solution. The tubing had been in use for less than 24 hours when it was noted by the clinician of leaking blood at the distal clave port. The amount of blood loss was reported to be insignificant, and the patient did not require a hemoglobin check. The tubing was changed with no further problems. There was no adverse effect to the patient. It is unknown whether or not the clave had been previously accessed. Upon examination of the clave, there were no obvious cracks or abnormalities reported. Additional patient information was requested, but no further information was provided.